Event description:
Bilateral patient. Litigation papers allege patient's implants have failed and patient has been and/or will be forced to undergo a revision surgery.

Event description:
Update: (B)(4) 2014 - medical records received for left hip. Patient was revised to address adverse reaction to metal debris and effusion. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this complaint closed.